Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Fluoroscopy imaging was performed; no anomalies were noted. The ra lead was explanted and replaced to resolve this event. The patient was stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.